Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product involved with this complaint to perform failure analysis. The erbe was analyzed, and failure analysis investigations replicated and confirmed the customer-reported complaint. The reported issue was confirmed through a review of system logs, which showed multiple c-34 errors, with an initial occurrence noted on (B)(6) 2025. A pattern of c-06, m-18, and m-11 errors was logged on other days of october, along with additional m-18, m-11, m-02, and m-1c errors recorded at other times in november. Upon visual inspection, the unit was found to have light but noticeable scuffing on the underside of the front bezel. During the failure analysis process, the reported event was successfully replicated; when the unit was tested on the system, c-34 and c-00 errors were observed at startup. Additional c-00 errors were also identified in the erbe logs. The complaint was confirmed based on the failure analysis. The probable cause of error c-34 is attributed to a faulty electrical component inside the erbe generator. This error indicates a lower voltage than expected during energy activation. This error can be resolved through troubleshooting or replacement of the generator.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the erbe to resolve the issue. The system was tested and verified as ready for use. Isi did not yet receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation. The probable root cause is attributed to a system component issue. The issues was resolved by replacing the erbe.

Event description:
It was reported that during a da vinci-assisted surgical procedure, fault c-00 occurred on the erbe. The customer also informed they were not able to recover the fault after restarting the generator. Clinical engineering informed they were going to install a compatible electrosurgical unit (esu) to system in order to keep the schedule normally until erbe is replaced. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the site and obtained the following additional information: the issue was identified during the procedure. There was no injury to the patient. The procedure was completed robotically using a compatible force triad generator.